Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received questionable results for three patient samples tested for thyrotropin (tsh), free triiodothyronine (ft3), and free thyroxine (ft4). Of the three samples, one had erroneous results for ft3 and ft4. This medwatch will cover ft3. Refer to the medwatch with patient identifier (B)(6) for information referring to ft4. The sample was initially tested at the customer site on an e602 analyzer and then repeated on a centaur analyzer. During investigations, the patient sample was tested on a cobas 8000 analyzer and an e411 analyzer. Refer to the attachment for the specific patient result values. It was asked, but it is unknown which patient results, if any, were reported outside of the laboratory. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The e602 analyzer serial number used at the customer site was asked for, but not provided. The cobas 8000 analyzer used for investigation purposes was serial number (B)(4). The ft3 reagent lot number used on this analyzer was 178189, with an expiration date of may 2015. The e411 analyzer used for investigation purposes was serial number (B)(4). The ft3 reagent lot number used on this analyzer was 177312, with an expiration date of march 2015. From the information provided thus far, a general reagent issue could not be detected.

Manufacturer narrative:
One sample from the patient was provided for investigation. Upon investigation of the sample, a streptavidin interfering factor was confirmed to be present in the sample. The mentioned interference is covered in product labeling.